Event description:
It was reported that this right ventricular (rv) lead has exhibited steadily decreasing sensing measurements, with all other parameters within range. The physician elected to surgically explant and replace the lead to resolve the event. No additional adverse patient effects were reported. This rv lead was discarded and will not be returned for evaluation.